Event description:
The complainant reported that the patient presented with pink-colored urine, raising concern for possible hemolysis. Plasma-free hemoglobin was drawn to confirm. Additional information indicated that the patient was hypovolemic; volume replacement was administered, and the hemolysis subsequently resolved.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary mechanical interaction with blood (hemolysis): the pump was not returned for investigation. Data log was not provided or retrieved from the remote server. The cause of the hemolysis issue was not determined without returned product investigation and sufficient clinical details, including data log review. Device history review the pump passed all post sterile inspection checks.

Manufacturer narrative:
B5 clinical narrative updated and h6 codes updated. Section d1 brand name corrected. Section d4 catalog number was corrected.

Event description:
Clinical narrative: an impella cp device was inserted via the left femoral artery in a 61-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e. The patient's comorbidities were unknown. During support, pink-tinged urine was noted, raising concern for possible hemolysis. Plasma-free hemoglobin (pfhb) was drawn for confirmation. The patient was found to be hypovolemic; volume resuscitation was administered, after which the urine discoloration resolved and concern for hemolysis abated. The patient survived to explant. The reported hemolysis may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as underlying ami/cgs physiology, low-flow states due to hypovolemia and hemodynamic instability. The reported hypovolemia may have contributed to reduced ventricular filling and increased shear forces, exacerbating transient hemolysis, and resolved with appropriate volume replacement.